Event description:
(B)(4). No injury alleged. Malfunction alleged. MDR filed. Independent repair center: stuck alarming or red light per independent repair statement alarming or red light. Key failure was the rexroth valve was stuck. Additional malfunctions was the heat exchanger was leaking, the poppet valve was not shifting and the tie wraps and elbow was leaking.